Manufacturer narrative:
Batch review performed on 16 october 2018. Lot 163715: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening one year and 8 months after primary surgery.